Event description:
It was reported that a pump had a malfunctioning keypad. It was also reported that there was no pt incident or adverse event.

Manufacturer narrative:
MFR ref #(B)(4). The device was received and evaluated by baxter. Confirmed keypad output anomalies. Keypad malfunctions were obvious during the product eval. The following keys are inoperable: #2, (.), #4, #5, #6, #7, #8, and #9 key caused by external influence (see attached photos). When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #2 key will occur following the selected key's function. (E.g. When the #1 key is pressed 12 will be displayed. When in alphabetic mode and the abc key is selected, ad will be displayed interfering with the mdl drug search). The malfunctioning keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.